Event description:
User facility reported that the sliding shield would not slide easily, and in the process of forcing the shield forward, the clinician was stuck in the needle.

Manufacturer narrative:
Eval summary: a single device was returned by the user facility. The syringe was visually examined and safety shield had already been activated. A slight bow was evident in the barrel. Complaint history review on the indicated product/lot revealed no other incidents of this nature. In addition, a three year review of the reorder number was conducted and no significant trends were identified. A review of the device history record was completed for this product lot. All inspections were performed per the applicable specs which included verification proper operation of the safety device and no failures were noted.